Manufacturer narrative:
B3: date of event, d4: catalog number, lot number, expiration date, UDI number, d5: operator of device, g5: 510k and h4: device manufacture date are unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two emergency trach changes. On the first trach, the flange ripped all the way through, and the trach fell out. On the second, the area behind the hub with the metal coils had a portion where the coils were popping through the silicone. "At certain angles, we could hear air escape". Outside of emergency trach change, adverse patient effects are unknown. Item number 330557 could not be verified. Additional information has been requested.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.